Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a malfunction of the device. A new ipp device was implanted. Additional information received states there was a malfunction of the pump and the prosthesis failed to inflate. The patient stated the device was no longer working starting in (B)(6) 2019. The patient is happy with his new device following the surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis identified broken fabric threads in both cylinders which resulted in a cylinder bulge when the devices were inflated. Due to the fabric controlling the expansion of the cylinders, damage to the fabric could cause the device to function different than normal and therefore present as a device malfunction to the user. Leak and functional testing of the pump were completed and the pump performed within specification. Product analysis was unable to confirm the reported allegations of a device malfunction with the pump. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a malfunction of the device. A new ipp device was implanted. Additional information received states there was a malfunction of the pump and the prosthesis failed to inflate. The patient stated the device was no longer working starting in (B)(6) 2019. The patient is happy with his new device following the surgery.